Manufacturer narrative:
Concomitant medical products: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2023 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the pump segment of the catheter was also replaced.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (unknown concentration and dose) via an implantable pump. It was reported the patient's family had noticed increased rigidity at night for the patient and weren't sure why the patient had increased rigidity as nothing had changed. The pump had been interrogated on (B)(6) 2023 and everything had looked normal. The doctor decided to schedule the patient for a pump replacement on (B)(6) 2023 as the pump was nearing early replacement indicator (eri) and they would inspect the catheter during that procedure. At the time of this report the issue had not been resolved and the patients status was alive - no injury. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump had been replaced and a back table prime had been performed.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, lot# serial# (B)(6), implanted: (B)(6) 2007, explanted: product type: catheter, product ID 8709sc, lot# n120226033 serial#, implanted: (B)(6) 2007, explanted: product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.